Event description:
The user facility reported a pt reaction approximately 10 minutes after initiation of dialysis treatment. The pt reportedly experienced anterior chest pain, shortness of breath, and tightness in the throat. The nurse manager reported that treatment was temporarily stopped, half of the blood in the extracorporeal circuit was returned and half was discarded along with the dialyzer circuit. The dialysis treatment was completed successfully on another dialyzer unit with no further complications. The pt is reported to be fine.